Event description:
It was reported that the health care professional (hcp) could not connect the electrode into the implantable neurostimulator (ins). It was noted that the device was not implanted and was replaced. It was noted that the device would be returned. It was noted that the patient was alive with no injury and there were no further patient symptoms associated with the event. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 3487a-33, lot# 0207531865, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).